Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the fill cannula did not appear on the pump screen. Customer's blood glucose was 450 mg/dl. Customer treated with a manual injection. Customer stated that she had a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to remove the set from the body. Customer stated that the cannula was bent. Customer stated that the cannula was not occluded. Customer confirmed that she did not go to the hospital. Customer stated that she woke up at 1 am with a blood glucose of 67 mg/dl. Customer treated with glucose tablets, (B)(4) fruit and protein drink, an apple, and (B)(4) bits. Customer stated that she over-treated the low blood glucose and woke up with a blood glucose of 331 mg/dl. Customer treated with a bolus from the pump. Customer's current blood glucose is 104 mg/dl.